Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation leak was not able to be confirmed. The balloon fully inflated and held pressure at 18 atmospheres. Based on a visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that a conclusive cause for the reported leak could not be determined. Based on the reviewed information, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Correction- device status changed from returning to not returned. (B)(4). The used device was not returned and may have been helpful in determining the cause of the failure. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot found one nonconformance related to leaking, based on an expanded investigation the event was possibly related manufacturing of the hub assembly process. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions will be addressed per operating protocol. The performance of these devices will continue to be monitored.

Event description:
It was reported that an armada dilatation device advanced to the femoral artery lesion without reported issue. The balloon inflated to 8 atmospheres; however, the pressure would not hold and a leak was noted near the hub. The device was removed without reported issue. There were no adverse patient effects and there was no reported clinically significant delay. There was no additional information provided.